Event description:
The patient is a middle-aged male with an unknown medical history who was found down and admitted to the hospital. On [date redacted], the patient had seizure activity and an order was placed for versed 3mg/kg/hr. At approximately 0546, the patient¿s primary nurse double checked the medication dose and rate with the nurse practitioner prior to infusing. Approximately ten minutes later, the nurse was taking care of her other patient when she was informed that the versed IV channel was alarming, and the bag was empty. The nurse practitioner entered the room and verified the dosing was correct on the IV pump. On assessment, the patient¿s blood pressure had decreased from 133/86 to 82/52, heart rate decreased from 70s to 50s, and the patient was no longer having myoclonic twitches. The nurse practitioner ordered an IV fluid bolus, levophed, and placed an arterial line. Around 0618, flumanzenil 0.2mg was administered and the patient¿s vital signs improved to baseline. The IV pump channel was removed from the patient¿s room.